Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring placement of a chest tube and hospitalization. Two lesions were biopsied. Lesion #1 was 2.8 cm in size and located in the right upper lobe (posterior segment). Lesion #2 was 2 cm in size and located in the right lower lobe (medial segment). Radial ebus was utilized for both lesions. The diagnosis from pathology for both lesions was non-small cell carcinoma - not otherwise specified (malignant). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.